Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened up creased button dome switch. No button error alarm. The insulin pump passed functional testing including displacement, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has scratched display window.

Event description:
It was reported that customer's insulin pump had a button error. This is the second button error in the past two months. As a result, customer has had high blood glucose. Customer's blood glucose specified. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.